Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a high blood glucose (bg) level (approximately 300 mg/dl) that was caused by stress. Blurry vision, headache and nausea were also reported. A corrective bolus and insulin injections were used to address the high bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.